Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient fell during rehab & had dislocation & liner disassociation. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Affected side: right hip.